Event description:
On (B)(6) 2024, a patient (pt) in argentina reported a diagnosis of corneal ulcer while wearing an acuvue® vita¿ brand contact lens (cl) in the right eye (od). The pt reported that the box of lenses for the od ¿frequently break, crack, or have damaged edges within the first week of use¿ and do not last the full month as intended. The pt advised the ¿defective lenses have caused a corneal ulcer.¿ on 13oct2025, the pt provided additional information. The pt reported that the event occurred on (B)(6) 2025 and only the od was affected. The pt advised the od started to feel like something was on the eye, ¿like a hair in it, but because the pt was at work, the pt could not remove the lens until the pt got home.¿ the pt reported on removal of the suspect od cl, the pt saw it was ¿torn on the corner,¿ the od was ¿very red,¿ and the pt went to an eye clinic for evaluation. The pt was diagnosed with a central corneal ulcer od and prescribed ciprofloxacin and prednisolone eye drops every 2 hours (q2h), then the next day every 4 hours (q4h), and the following day every 6 hours (q6h). The pt reported the eye was ¿checked few times¿ (visit dates were not provided). The pt reported the 2nd ecp visit was on (B)(6) 2025 and prescribed gatifloxacin eye drops for 5 days. The pt advised on the ¿next visit¿ the eye was not getting better and the ecp added eritrofarm antibiotic eye drops, tear drops, then a diagnosis of keratitis, viral conjunctivitis and blurry vision due to the treatment provided. The pt has not returned to cl wear and is only wearing glasses since the diagnosis. The pt was given ¿the note to try the lenses this coming friday, (B)(6) 2025, when the treatment is completed.¿ the pt agreed to email eye care professional (ecp) visit documentation as specific information was unknown at the time of the call. On 14oct2025, the pt provided additional information. 1. 3 photographs of prescriptions: a. Photo of prescription dated (B)(6) 2025 for fotadex drops 1/antibiotic + prednisone. B. Photo of prescription dated (B)(6) 2025 for fortiflex every 3 hours (q3h). C. Photo of prescription dated (B)(6) 2025 for ciprofloxacin q4h. 2. 2nd photo of an ecp note dated (B)(6) 2025; diagnosis: conjunctivitis and corneal ulcer, indicated rest for 7 days. 3. 3rd photo of an ecp note dated (B)(6) 2025; diagnosis: conjunctivitis and ulcer; rest for 7 days. 4. 4th photo of an ecp noted dated (B)(6) 2025; ¿presents a clinic case compatible with conjunctivitis. Suggested isolation until medical discharge. See doctor for evaluation in 5 days. 5. 5th photo of an ecp note dated (B)(6) 2025; ¿medical discharge.¿ no additional information has been received. A comprehensive review of the manufacturing records for lot number b015rh2 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.